Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. The currents are within specification. No unexpected failed battery or battery out limit. Numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
Customer reported via phone, the customer was attempting to enter her carbohydrates and the numbers kept scrolling without any entry. She pressed the esc button but it wouldn't respond. Customer removed the battery and reinserted, the device kept alarming failed battery test. Customer's blood glucose was 9.2 mmol/l. Customer was advised to remove the battery and to call back in 30 minutes. Customer called back and issues persisted. Customer was advised the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.